Manufacturer narrative:
Age or date of birth, weight, ethnicity:unknown as per EU regulation (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted; give date: n/a (not applicable). The lens remains implanted. Last name: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol) during a post-operative follow-up on day one, scratches/cracks were visible on the optic through a microscope. The lens remains implanted and no explant is planned. The patient has fully recovered and did not have any complaints from the damage to the lens. No additional information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - returned to manufacturer? Yes section d9 - date returned to manufacturer: 16-march 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: no intraocular lens (iol) was received as part of this return as the iol remains implanted; therefore, no product evaluation could be performed on the iol. Only the preloaded device was returned. Visual inspection under magnification of the handpiece revealed that no issues could be identified. Photos were provided for evaluation, however, based on the quality and magnification of the photos returned, further evaluation could not be performed. Therefore, no issues could be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.